Event description:
It was reported that a user experienced continuous glucose monitor signal loss to the ilet after starting a dexcom g7; glucose values displayed in the dexcom app but not on the ilet, and the user was instructed to restart the ilet and allow time for reconnection. Symptoms included no clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data display on the ilet. Investigation included technical troubleshooting and user education on device restart and reconnection steps. Investigation of this case revealed that the ilet was not receiving cgm data despite the sensor functioning with the dexcom app, indicating a communication or pairing issue limited to the ilet. It was concluded that the event was consistent with cgm signal loss to the ilet with the dexcom g7, attributable to a data communication interruption between the cgm and the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.